Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor has reported that the cusa excel 23khz straight handpiece (c2600) is overheating. No additional information has been made available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Cusa excel 23khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the transducer was found to be twisted in the handpiece housing. This is a user mistake, as the torque base was not used. Also, the coil form was defective (shield is broken) and has to be replaced. The housing and o'rings need to be exchanged. The calibration and the final test according to the manufacturer's specification must be performed and the handpiece housing will be replaced. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the hp and the hp connector. A corrective and preventative action (CAPA) has been raised to investigate if output from technical note for ¿hp overtorqing¿ ensured that the information was updated and distributed to all relevant parties, for example post operative intervention for purposes of removing tip and cleaning.

Event description:
N/a.